Event description:
It was reported by provider that the joysticks on/ off button is intermittently working on the (B)(4) power chair. Provider states that the end user was driving up to his bed to transfer when the power button stopped working. Provider states that the end user was able to transfer in bed and the chair was in the same place this morning when the provider made it out.